Event description:
Intravenous self-filled remodulin pt via a cadd solis pump. Per nurse clinical educator (B)(6) rn, "pt is hospitalized after their central line was unintentionally removed." Date of admission, length of stay, or potential date of discharge is unknown. No additional details, dates, or information provided.